Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The output on the device was reprogrammed and the nerve stimulation resolved. The lead remain in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the lv lead was capped and replaced.

Event description:
It was further reported at the next follow-up visit, two months later, the phrenic nerve stimulation returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d204trm ICD (B)(6) 2013; 4076-52 lead (B)(6) 2013. (B)(4).